Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the electrocardiogram (ECG) module of the programmer had a problem. It was indicated that there were cracked solder joints on the ECG connector. Manufacturer's analysis was unable to confirm the customer comment that the programmer¿s power cord and analyzer were defective. No fault was found with the power cord or cord door, and no analyzer was returned with the programmer. It was indicated that the programmer stylus was missing and the lower case was damaged. These parts were replaced and the programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had problems with the electrocardiogram (ECG) module. It was also reported that the power cord and analyzer were defective. The programmer was returned for service. No patient complications have been reported as a result of this event.